Event description:
The company was informed that the doctor inadvertently sucked the electrode array out of position. On (B)(6) 2013, the pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.